Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that after a da vinci-assisted distal pancreatectomy surgical procedure, the permanent cautery hook (pch) white inner tube was detached. No fragment fell inside the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the white inner tube came out from the distal tip of the instrument. The instrument did not collide with any other instrument or hard material during the procedure. No fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a missing flush tube. The flush tube did not return with the instrument. The luer plate does not exhibit damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.